Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The exact procedure could not be identified based on the information provided by the customer. There were two procedures performed on the reported machine on 8/31/2015, so both were analyzed for possible causes toward the reported wbc contamination. Root cause:for the first procedure analyzed, the run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, that wbcs may have been escaping the lrs chamber along with the platelets during the collection. Based on the available information, it is possible that this leukoreduction failure may be donor related. For the second procedure analyzed, the end of run summary information showed there was a flag to verify wbcs in the platelet product due to donor hematocrit too high. The machine generates this message whenever donor hematocrit and hemoglobin levels are entered above a certain threshold because the higher levels may cause more wbcs to enter the leukoreduction system,and therefore the trima conservatively flags the platelet product for counting. The reported high wbc count in the apheresis product of this donation may be donor related.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not known at this time. The disposable kit is not available for return because it was discarded by the customer.